Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot. No., UDI no., expiry date), d.6a (date of implant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol 3dmax (device #1). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #2) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and perfix plug on (B)(6) 2014 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014- patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1). Per op notes, ¿a large indirect inguinal hernia was identified in right inguinal region and was dissected. A 3dmax mesh (device 1) was placed in retroperitoneal space and tacked¿. (B)(6) 2017- patient was diagnosed with recurrent right inguinal hernia, thereby underwent laparoscopic repair with implant of perfix plug (device 2). Per op notes, ¿the ilioinguinal nerve block was performed. A hernia sac with lot of scar tissue identified in right inguinal region. The hernia was dissected and a perfix plug (device 2) was placed in inguinal canal and sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2) should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and perfix plug on (B)(6) 2014 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.